Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false positive results of three patient samples with the anti-b of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that the patient samples yielded correct results when re-testedt on the bench. The correct blood groups were twice blood group o rh(d) positive and once blood group a rh(d) positive. The customer returned the supposedly defective product lot for investigational testing, but not the patient samples that caused the false positive test results. Therefore our quality control laboratory tested the product sample returned by the customer as well as their retention sample of the supposedly defective lot with different donor samples on ih-1000. All positive and negative reactions were correct. We did not observe any false positive reactions. Result images were provided that show positive reactions with the anti-b of ih-card abo/d(dvi-)+rev.a1, b. An investigation of the instrument files was not possible, because the files of the affected samples were not provided. Based on the images provided by the customer the complaint has been classified as confirmed - upp (unexpected product performance). But nevertheless the complaint sample as well as the retention sample reacted as expected. Due to the absence of the correct image files an investigation of the cause of the false positive reactions on the instrument could not be done. Nevertheless, the issue of false positive reactions within the blood group typing are already addressed in an internal CAPA. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false positive results of three patient samples with the anti-b of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that the patient samples yielded the correct results when tested again on the bench. The correct blood groups were twice blood group o rh(d) positive and once blood group a rh(d) positive. The customer returned the supposedly defective lot for investigational testing but not the patient samples that caused false positive test results. Therefore our quality control laboratory tested the complaint sample as well as their retention sample of the supposedly defective lot with different donor samples on ih-1000. All positive and negative reactions were correct. We did not observe any false positive reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We are still waiting for the trace files to investigate the processing of the samples.